Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45 lead, implanted: (B)(6) 2012; mcs-p3-26-aoa transcatheter valve, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the transmission showed no non-magnet electrogram. A short loss of telemetry was noted with the device. It was recommended that the transmission be repeated. The device remains in use. No patient complications have been reported as a result of this event.